Manufacturer narrative:
(B)(4). Medical product: z.s.g.m. Cutter 1.5:1 ratio, catalog #: 00770301500, lot #: unk, serial#: (B)(4). The customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the teeth in gear made the tissue get stuck. The ratchet is not functioning either. Timing of event was not specified. There was no reported consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: -review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. - DHR was reviewed and no discrepancies related to the reported event were found. -a definitive root cause cannot be determined. -the event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During follow up it was found that the event took place during the processing of skin tissue, not during surgery. There was no patient involvement or harm. Another mesher was used to complete the process. No further event information available at the time of this report.